Event description:
5/14/90 - pt. Had right total hip replacement.3/22/93 - pt. Is seen with pain in the right thigh. He apparently fell a month and a half ago. X-rays taken show a fracture of the femoral stem with a well cemented femoral stem tip.4/9/93 - revision of right total hip arthroplasty.